Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter leaked from a small hole in the tube after the balloon inflation with 10 ml of water using aseptic technique. It was reported that the balloon was deflated and minimal water came out in syringe. The catheter was removed and new catheter was inserted for the patient.